Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted into the patient. It was previously reported that a thrombus had formed on the device on (B)(6) 2023, which was treated with non-vitamin k antagonist oral anticoagulants (noac) and aspirin, and resolved on (B)(6) 2023. On (B)(6) 2023, another thrombus was found on the device by transesophageal echocardiogram (tee). The patient was placed back on non-vitamin k antagonist oral anticoagulants (noac). The patient was reported to be asymptomatic.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. Information from the field indicated that the patient did not have any hematological disorders predisposing to abnormal thrombus formation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted into the patient. It was previously reported that a thrombus had formed on the device on (B)(6) 2023, which was treated with non-vitamin k antagonist oral anticoagulants (noac) and aspirin, and resolved on 17 may 2023. On 12 july 2023, another thrombus was found on the device by transesophageal echocardiogram (tee). The patient was placed back on non-vitamin k antagonist oral anticoagulants (noac). The medication was changed from clopidogrel(75mg) to rivaroxaban(10mg). The patient was reported to be asymptomatic.